Event description:
It was reported that while using the bd vacutainer® edta 2k that the liquid in the tubes is leaking. The following information was provided by the initial reporter: the customer reported that the liquid in the tubes is leaking.

Manufacturer narrative:
H.6. Investigation summary: "bd received six (6) samples and eight (8) photos for investigation. Visual examination of the samples and photos was performed and revealed ink on the hemogard closure and tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-06-02. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® edta 2k that the liquid in the tubes is leaking. The following information was provided by the initial reporter: the customer reported that the liquid in the tubes is leaking.